Event description:
During a stenting treatment procedure, deployment difficulty was encountered with the wallstent iliac stent. The lesion being treated was a calcified, 90% stenotic lesion in the somewhat tortuous left superficial femoral artery. The physician used a treasure guidewire to cross the lesion and a 5mm ussv balloon to predilate the lesion. He then attempted to deliver the 6f unistep plus 8/38/135 iliac wallstent to the lesion, but could not advance it beyond the left external iliac artery due to resistance. Under x-ray, the physician noted that the distal stent was partially deployed. When he attempted to withdraw the stent back into the delivery device he was unsuccessful, so the device was removed from the patient's body. After removal, the physician found that the stent had rolled up onto the distal end of the delivery device. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.